Manufacturer narrative:
Inadequate resistance to autoclaves is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported by the user facility that the run/safe switch of the remb handswitch does not click into either the run or safe position, presenting a potential for the device to inadvertently be activated. . The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the run/safe switch of the remb handswitch does not click into either the run or safe position, presenting a potential for the device to inadvertently be activated. The user facility was not able to provide any further information regarding the reported event.